Event description:
The patient's doctor advised the patient to contact animas to troubleshoot the animas insulin pump because she allegedly experienced a hypoglycemic episode. Reportedly, the patient passed out in her bed at 2 pm on (B)(6) 2011 when her blood glucose dropped to 37 mg/dl. The paramedics administered glucagon treatment and transported the patient to the hospital. The patient was taken off of insulin pump therapy while she was monitored in the hospital throughout the afternoon. She was released on the same day. On (B)(6) 2011, the patient continued her insulin pump therapy. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged low blood glucose. The basal segments are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There was indication the patient took unintended or excess insulin via the subject pump. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged hypoglycemic episode this complaint is being reported because the patient claimed she passed out and required medical intervention for hypoglycemia while she managed his diabetes with the animas insulin pump

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.